Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('dysmenorrhea (cramping)') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure (batch no. A20067-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo any confirmation test.". The patient's medical history included premature delivery and embolism pulmonary. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), psychological trauma ("psych injury"), cystitis ("bladder infection"), urinary tract infection ("uti"), fatigue ("fatigue"), alopecia ("hair loss"), migraine ("migraine"), headache ("headaches"), endometriosis ("reproductive system disorder or condition type of disorder or condition: endometriosis"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginitis"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), allergy to metals ("nickel allergy"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pelvic pain"), abdominal pain lower ("lower abdominal pain") and back pain ("right back pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6) 2018. At the time of the report, the dysmenorrhoea had resolved and the genital haemorrhage, menorrhagia, psychological trauma, cystitis, urinary tract infection, fatigue, alopecia, migraine, headache, weight increased, endometriosis, vaginal infection, bladder disorder, urinary tract disorder, allergy to metals, dyspareunia, pelvic pain, abdominal pain lower and back pain outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, alopecia, back pain, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, endometriosis, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, psychological trauma, urinary tract disorder, urinary tract infection, vaginal infection and weight increased to be related to essure. The reporter commented: she received treatment for the following events dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding),general abnormal bleeding, psych injury, fatigue, hair loss, migraine, headache and weight gain. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2018: essure confirmation test(s) (unspecified) not reported. Pathology test - on (B)(6) 2018: tissues: fallopian tube ¿ bilateral fallopian tubes. Preoperative diagnosis and clinical history: pelvic pain; removal of essure. Final diagnosis: bilateral fallopian tubes:- complete cross sections of unremarkable fallopian tubes. Gross description: bilateral fallopian tube: specimen is labeled with patient name and "bilateral. Fallopian tubes." Specimen consists of two segments of oviduct, bright red in color with fimbriated end. Both have a grossly unremarkable appearance. Serial sectioned. Metallic wire is noted within.. Ultrasound scan vagina - on (B)(6) 2018: alergic reaction to the metal. ¿concerning the injuries reported in this case, the following ones were confirming- events which are same in pfs & mr.¿ dyspareunia, acute vaginitis, pelvic pain the lot number reported (a20067) is not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-oct-2019: update of information (batch is not valid). No valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('dysmenorrhea (cramping)') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure (batch no. A20067) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo any confirmation test.". The patient's medical history included premature delivery and embolism pulmonary. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), psychological trauma ("psych injury"), cystitis ("bladder infection"), urinary tract infection ("uti"), fatigue ("fatigue"), alopecia ("hair loss"), migraine ("migraine"), headache ("headaches"), endometriosis ("reproductive system disorder or condition type of disorder or condition: endometriosis"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginitis"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), allergy to metals ("nickel allergy"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pelvic pain"), abdominal pain lower ("lower abdominal pain") and back pain ("right back pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6) 2018. At the time of the report, the dysmenorrhoea had resolved and the genital haemorrhage, menorrhagia, psychological trauma, cystitis, urinary tract infection, fatigue, alopecia, migraine, headache, weight increased, endometriosis, vaginal infection, bladder disorder, urinary tract disorder, allergy to metals, dyspareunia, pelvic pain, abdominal pain lower and back pain outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, alopecia, back pain, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, endometriosis, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, psychological trauma, urinary tract disorder, urinary tract infection, vaginal infection and weight increased to be related to essure. The reporter commented: she received treatment for the following events dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding),general abnormal bleeding, psych injury, fatigue, hair loss, migraine, headache and weight gain. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2018: essure confirmation test(s) (unspecified) not reported. Pathology test - on (B)(6) 2018: tissues: fallopian tube ¿ bilateral fallopian tubes. Preoperative diagnosis and clinical history: pelvic pain; removal of essure. Final diagnosis: 1. Bilateral fallopian tubes:- complete cross sections of unremarkable fallopian tubes. Gross description: 1. Bilateral fallopian tube:- specimen is labeled with patient name and "bilateral fallopian tubes." Specimen consists of two segments of oviduct, bright red in color with fimbriated end. Both have a grossly unremarkable appearance. Serial sectioned. Metallic wire is noted within. Ultrasound scan vagina - on (B)(6) 2018: alergic reaction to the metal. ¿concerning the injuries reported in this case, the following ones were confirming- events which are same in pfs & mr.¿ dyspareunia, acute vaginitis, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-sep-2019: f/u 3 ,4 and f/u 5 processed together.new pfs and mr received- new events added: infection (bladder/ urinary tract/vaginal) type: vaginitis, bladder or urinary problems or changes, reproductive system disorder or condition type of disorder or condition: endometriosis,nickel allergy, pelvic pain, lower abdominal pain, back pain.lot number, reporters information and historical conditions were added. On 30-sep-2019: f/u 3 ,4 and f/u 5 processed together. New mr received- lab data was added. On 27-sep-2019: f/u 3 ,4 and f/u 5 processed together. New pfs received- new event plaintiff did not undergo any confirmation test. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('dysmenorrhea (cramping)') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), psychological trauma ("psych injury"), cystitis ("bladder infection"), urinary tract infection ("uti"), fatigue ("fatigue"), alopecia ("hair loss"), migraine ("migraine") and headache ("headaches") and was found to have weight increased ("weight gain"). The patient was treated with surgery (surgery to removed essure). Essure was removed on (B)(6) 2018. At the time of the report, the dysmenorrhoea had resolved and the genital haemorrhage, menorrhagia, psychological trauma, cystitis, urinary tract infection, fatigue, alopecia, migraine, headache and weight increased outcome was unknown. The reporter considered alopecia, cystitis, dysmenorrhoea, fatigue, genital haemorrhage, headache, menorrhagia, migraine, psychological trauma, urinary tract infection and weight increased to be related to essure. The reporter commented: she received treatment for the following events dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding),general abnormal bleeding, psych injury, fatigue, hair loss, migraine, headache and weight gain. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2018: essure confirmation test(s) (unspecified) not reported. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 12-sep-2019: pfs received: this case was become incident. Event injury was updated as dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding),general abnormal bleeding, psych injury, bladder infection, uti, fatigue, hair loss, migraine, headaches and weight gain. Patient date of birth, lab data, essure removal date and treatment details added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.